Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high pacing impedance. The physician attempted to reposition the lead. When trying to re-implant, the helix would not extend. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the high pacing lead impedance was not confirmed. Final analysis found a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures but found shorts between the conductor paths due to the over torqued inner coil inside the connector region. No other anomalies were noted.